Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 3.50 x 24 synergy¿ drug-eluting stent was advanced but severe resistance was encountered and the device failed to cross the lesion. The device was removed from the patient's body and the stent struts were noted to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Synergy ous mr 3.50 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified proximal stent damage; struts 1 and 2 from the proximal end of the stent were damaged and deformed. The remainder of the stent was undamaged. The crimped stent od (outer diameter) of the undamaged distal portion was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 3.50 x 24 synergy¿ drug-eluting stent was advanced but severe resistance was encountered and the device failed to cross the lesion. The device was removed from the patient's body and the stent struts were noted to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.